Event description:
She came to see me about a broken ivc filter. Back in 2008, she had a pe with an unk etiology. She then underwent placement of a bard recovery or g-2 filter, I am not sure which into her ivc. She was then going to have further surgeries which is why she had the filter placed. She had been on coumadin and she says that she was treated with coumadin for 6 months to 1 year but denies being on any birth control pills prior to that happening. She did have a CT with contrast of the chest done dated (B) (6) 2008 which showed acute pe with pulmonary infarct in the left lower lobe. She has also had lower extremity duplex which did not show any evidence of dvt. She complains of chronic pain problems and she has had scar revisions causing pain. She has also had an implantable pain pump. She says that she had been pain free for awhile then this past (B) (6) she had pain again and it lasted for several months. It was continuous pain. She did not feel that it was necessarily associated with hematuria. She says that her pain eventually got better and she has been told by different people whether or not she needs to have her filter removed. On her cat scan, it does appear that it is a bard filter. It does start below the level of the renal veins. There is clearly a broken strut that sticks into he left renal vein, however, she has 2 struts that stick medially to the area of the aorta and stick in front of the aorta between the aorta and the duodenum. She also has at least 4 struts posteriorly that come through the cava wall; one that clearly extends into the spine. The delayed images do not demonstrate any evidence of vena cava occlusion. There does appear to be some mild amount of hydro in both pelvises, right greater than the left; however, this is clearly not associated with the filter. Her kub showed that she has a bard filter that clearly has a strut sticking into the left renal vein. It also shows at least 3 other areas of fracture. We discussed the fact that the chronic pain may or may not be related to the filter. She is very concerned about it and wishes to have it removed. We offered her surgery with an open approach to remove the filter. Cava with cavotomy and removal of filter and removal of broken filter tongs. Operative procedure: an upper midline incision was made. There were some adhesions in the right lower quadrant, were taken down. The right colon was mobilized. The duodenum was kocherized. There were several prongs in the filter that clearly stuck through the inferior vena cava. Using a wire cutters, these were cut. There were 4 tongs through the anterior wall. We then mobilized the left renal vein, the right renal vein, the suprarenal cava as well as inferior vena cava. The posterior wall of the cava was dissected free. There was a tine that also went into the lumbar vein. This was taken out, and the lumbar vein was divided. Following this, the pt was given 4000 units of heparin. The suprarenal cava was clamped, the infrarenal cava was clamped. Both renal veins were put up with vessel loops. A cavotomy was performed, and the filter was removed. Several adhesions to the caval wall were cut out. The cava was then closed with running 4-0 prolene. We then used fluoroscopy to document there were still at least several tines that were embedded into the spine. We then carefully identified these 3 other times of this broken filter that were sticking along the posterior lamina in the aortic caval space. These were all carefully removed. She did well in hospitalization and was seen back in the office on (B) (6) 2010. Her pain was much better. Her incisions are healed. Inr is therapeutic at 3.4. Duplex of both legs shows no evidence of dvt. I recommended at least 6 months of anticoagulation then stopping.